Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, it was observed that the patient had received inappropriate anti-tachycardia pacing (atp) for a supraventricular tachycardia due to an incorrect rate branch diagnosis. Programming changes were discussed and the patient is currently stable.